Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.232 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The initial result was questioned based on vitros trop I es testing of a serial sample from the same patient. Upon repeat analysis, the expected vitros trop I es value (< 0.012 ng/ml) was obtained from the initial sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory, however a corrected report was issued once the discrepancy was identified. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer performed a service optimization procedure and adjusted signal reagent volumes to return the instrument to expected operation. Following this action, acceptable vitros trop I es performance was observed. In addition, the investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is most likely instrument related. Pre-analytical sample processing cannot be ruled out as a potential contributing factor.